Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in completing this action. The malfunction code did not recur after the reset, and the customer was advised to call back if any issues reoccurred. The customer understood and acknowledged the instructions.